Event description:
Physician is returning a sealed intraocular lens (iol) that has never been used due to diminished confidence of the lens and to have the intraocular lens (iol) tested for measurement.

Manufacturer narrative:
(B)(4). Intraocular lens. The device was sent to the manufacturing site for evaluation sealed and was not used. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the lens with serial number (B)(4) was received in the folding carton and lens case in the sealed pouches. Also, the directions for use, patient lens identification card, implant notification card, and patient lens implant label were received. The serial number of the affected lens belongs to the manufacturing production order, which is a 23.5 diopter of ar40e model. The sample was inspected under the microscope at 10x magnification, which is the normal inspection method tool. No cosmetic defects were found in the returned lens. A manufacturing certified operator inspected the lens for optical properties. Optical inspection results showed that the lens diopter corresponds to a 23.5 diopter lens, which indicates that the lens was within specification. Correction: the recall box has been unchecked. This intraocular lens is not part of recall 2648035-01-03-13-r that was identified in the initial medical device report. The correction/removal action box is being unchecked. There is no correction/removal action being performed for this intraocular lens. All pertinent information available to abbott medical optics has been submitted.